Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation, the device was interrogated and a software anomaly was noted. The device was not used and no patient was involved.